Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was a loss of vacuum. Call activity comment: customer problem: customer reports loss of vacuum while using cat 367841 lot 1260917. Steps taken with customer/troubleshooting: per email, bd clinical development group was made aware of the issue on (B)(6) 2022 pas-21yoda005 / 1143 / 5-s568. During the blood collection, failed 1st attempt due to loss of vacuum in the tube. 2nd attempt was successful. Per document, no patient adverse event to report. Device is not available for return and no photos have been provided. The subject's crf was provided as well as site information. Did the specimen(s) need to be recollected?: n/a. Did exposure to blood/ bf occur? N/a. If exposure occurred was there any post exposure testing or medical intervention? N/a next steps (if necessary): document complaint. No additional information available. Resolution achieved (y/n)? : n. Quantity received and quantity affected: unknown. Shipment method (directly or via distributor): n/a. If it is a distributor or directly from bd ¿ who is it? N/a. Follow up required y/n?: n. Reviewed smax case history: y. Thu nov 03 2022:16:50 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Thu nov 03 22:16:30 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(6) : 11-03 2022 22:16:03 (gmt) customer reports loss of vacuum while using cat 367841 lot 1260917.

Manufacturer narrative:
Investigation summary: catalog 367841. Lot number 1260917. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was a loss of vacuum. Call activity comment: customer problem: customer reports loss of vacuum while using cat 367841 lot 1260917. Steps taken with customer/troubleshooting: per email, bd clinical development group was made aware of the issue on 11/2/22 pas-21yoda005 / 1143 / 5-s568. During the blood collection, failed 1st attempt due to loss of vacuum in the tube. 2nd attempt was successful. Per document, no patient adverse event to report. Device is not available for return and no photos have been provided. The subject's crf was provided as well as site information. Did the specimen(s) need to be recollected?: n/a did exposure to blood/ bf occur? N/a if exposure occurred was there any post exposure testing or medical intervention? N/a next steps (if necessary): document complaint. No additional information available. Resolution achieved (y/n)? : n quantity received and quantity affected: unknown shipment method (directly or via distributor): n/a if it is a distributor or directly from bd ¿ who is it? N/a photos or returns requested?: see clinical trial document attached. Follow up required y/n?: n reviewed smax case history: y. Thu nov 03 22:16:50 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Thu nov 03 22:16:30 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(6) 2022 22:16:03 (gmt) customer reports loss of vacuum while using cat 367841 lot 1260917.